Manufacturer narrative:
The pump was received for testing with a swollen, dead battery. In normal operating conditions with a good battery the pump passed delivery accuracy testing within product specification. This device operates correctly under normal operating conditions with a functioning battery. However, when the battery is defective or the connections are defective the delivery rate (setting program memory) resets to the previous settings after disconnecting and reconnecting the unit from ac power. Additional info for section h7: software upgrade has been implemented so that the device detects if the unit is disconnected from a/c power while running with a defective battery or no battery installed. Upon detection, the pump rate and volume settings will be set to zero and the "check setting" alarm will be activated.

Event description:
Overdelivery reported. The pump was set up in the emergency dept to infuse heparin 25,000units/250ml at 10ml/hr. During transport of the pt to the ICU, the pump gave "a short screeching alarm and went blank." Upon arrival in the ICU, the device was plugged back in and came on at a rate of 113ml/hr. The rate change was not noted until the pt had rec'd approx 150ml. The infusion was held for an unspecified period of time and then re-started. There were no adverse effects to the pt. No medical intervention was required. No further info is available.